Event description:
It was reported that device interrogation showed automatic mode switch episodes, however, there were no electrograms found. Reprogramming was performed, and no new episodes have been seen since. There were no adverse consequences to the patient.